Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using a penumbra system jet 7 reperfusion catheter (jet7), non-penumbra sheath and a guidewire. During the procedure, while advancing the jet7 over the guidewire, the jet7 kinked; therefore, the jet7 was removed. The procedure was completed using a new jet7 and the same sheath. There was no report of an adverse effect to the patient.